Event description:
It was reported that upon unpacking prior to insertion in this patient, the operator found that the grey portion of the sheath was too soft to be inserted into the insertion site. 03/30/2023 - the returned device exhibited a "horn of material" at the distal end protruding from the tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the gray sheath being too soft is confirmed and was due to an unknown cause. One 3.5 fr microintroducer gray sheath was returned for evaluation. An initial visual observation showed use residues throughout the returned microintroducer sheath, and it was observed to be returned without the white inserter. Deformation of the distal end of the gray sheath was visible upon an initial visual observation. A microscopic observation revealed the distal end of the gray sheath had a horn of material protruding from tip. The distal end of the gray sheath was deformed around the entirety of the tip. The complaint of the gray sheath being too soft on the microintroducer is confirmed; however, due to the damage of the device a root cause could not be established. Possible causes may be due to the manufacturing process of the gray sheath, insertion procedure of the device, or other unknown circumstances. H3 other text: evaluation findings are in section h.11.